Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cassette. Upon inspection of the cassette, the film on the back was not loose. The patient reported receiving an m31 air detected in cassette alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was confirmed that the patient would complete treatment manually and resume using the cycler for the next treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has resumed treatment with the cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cassette. Upon inspection of the cassette, the film on the back was not loose. The patient reported receiving an m31 air detected in cassette alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was confirmed that the patient would complete treatment manually and resume using the cycler for the next treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has resumed treatment with the cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested however to date has not been provided.